Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unresponsive touch screen observed by the user was due to a loss of electrical contact at the cable connection. Field actions were implemented to address this specific issue ((B)(4)). To date there have been no reported injuries as a result of this issue. No further action is deemed necessary.

Event description:
Sorin group received a report that the touch screen would not respond. There was no report of patient injury.